Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow block alarm event on 10-may-2024. The blockage was at the site. The event occured 3 or more hours after insertion. The insertion site was at abdomen. The patient replaced infusion set and resumed insulin successfully. No further information available.